Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was malfunctioning. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) closed the case without any resolution. Further, follow up has been completed with tss to get the resolution but there was no response received. There was no information received about repairs.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was malfunctioning. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.